Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the ramus artery. After a guide wire crossed the lesion, a 2.00 mm x 8 mm apex¿ balloon catheter was advanced but failed to cross the lesion. The physician then removed the wire and the balloon; however, it was noted under fluoroscopy that the balloon was still in the artery while the balloon shaft was out of the patient's body. Subsequently, a snare was used and the balloon was successfully removed form the patient's body. No further complications were reported and the patient was discharged home the next day.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The tip, part of the balloon and part of the inner shaft was disposed of by the customer. The balloon, proximal bond, port/exit notch, inner shaft and outer shaft were microscopically examined. Inspection revealed the balloon had separated and only 8mm of the balloon was returned, there were numerous kinks in the hypotube, the inner shaft was damaged (focally stretched) near the bicomponent weld, and the inner shaft separated approximately 2mm proximal to the proximal bond. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the ramus artery. After a guide wire crossed the lesion, a 2.00mm x 8mm apex¿ balloon catheter was advanced but failed to cross the lesion. The physician then removed the wire and the balloon; however, it was noted under fluoroscopy that the balloon was still in the artery while the balloon shaft was out of the patient's body. Subsequently, a snare was used and the balloon was successfully removed form the patient's body. No further complications were reported and the patient was discharged home the next day.